Manufacturer narrative:
No unexpected insulin flow blocked alarms were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, a faded serial number label and a peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that the insulin flow is blocked during a bolus. The customer's blood glucose reading was 87 mg/dl at the time of incident. The customer indicated that they have tried different sets and tubing but the issue persists. The customer was advised that the device would be replaced and agreed to return the product for analysis.